Event description:
It was reported that oversensing of electromagnetic interference (emi) resulting in inappropriate antitachycardia pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.